Event description:
The dentist reported that 13 days after the dental implant was installed in intraoral region #19 it was seen its non osseointegration. 30ncm of primary stability was achieved and immediate load was performed.